Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a resolution clip device was used during a procedure in the colon (patients' age is unknown, although it has been reported that the patient is over 18 years old; patients' gender is unknown). According to the complainant, during the procedure, because of the tortuous anatomy of the colon, the clip would not advance from the sheath. The case was completed with another resolution clip device. It was reported that there was a slight delay but it did not exacerbate the bleed. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that there was a kink near the distal end, and the tabs were partially opened. The prongs opened to approximately 4 mm and were bent. The over sheath was pulled back exposing the clip assembly, which was actuated several times and deployed per design. Two distinctive clicks were heard. The most probable root cause has been determined to be operational context; the design limits of the device may have been exceeded due to the anatomical and/or procedural factors encountered during the use of the device. Opening the clip assembly while it was still inside the over sheath can cause the capsule tabs to partially open and damage the prongs. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a resolution clip device was used during a procedure in the colon (patients' age is unknown, although it has been reported that the patient is (B)(6); patients' gender is unknown). According to the complainant, during the procedure, because of the tortuous anatomy of the colon, the clip would not advance from the sheath. The case was completed with another resolution clip device. It was reported that there was a slight delay but it did not exacerbate the bleed. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good.